Manufacturer narrative:
(B)(4): (death). (Pre-operative dissection). (Implantation of the device for a pre-existing dissection). Conclusions: (lack of effectiveness (pre-operative dissection). (Implantation of the device for a pre-existing dissection).

Event description:
A talent captiva thoracic stent graft system was implanted in a patient for the emergent endovascular treatment of a distal dissection. The patient was initially treated approximately two months ago with the open arch repair with a dacron graft; there was a distal dissection at that time however, the physician elected not to further treat the dissection as the patient was in poor health. The patient never left the hospital. The patient was bleeding out due to the dissection and the physician elected to treat the patient, implanting four thoracic devices. (MFR report # 2953200-2011-01529, 2953200-2011-01530, 2953200-2011-01532). The active bleed was resolved however; the patient's organs had shut down due to the length the patient had been bleeding out approximately three hours. The patient subsequently expired.